Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation with 20 x 15, a 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation with 20 x 15, a 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were identified along the hytpoube shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear 9mm in length going from the proximal markerband to the mid-section of the balloon. The inner lumen located inside the balloon material was stretched and had kinked just proximal of the proximal markerband. The bumper tip was flared. A microscopic examination of the proximal and distal markerbands identified no damage.